Manufacturer narrative:
H3: product analysis found that visually, the inner shaft was bent distal to the inner hub when returned. There was no damage to the distal tip and no loose components. The outside diameter of the rotating hub shall be 0.340 +0.001/-0.002 inches and the actual measurements were between 0.338 and 0.340 inches which was in specification. Functionally, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating at 7500 rpm, excessive wobbling was observed. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, blade could not be inserted and secured with handpiece. There was no patient involvement. During analysis blade was found vibrating.